Event description:
A field service engineer at the customer site has reported that the system has a crack in the detector arm. This was found during a system inspection as part of c&r activities.

Manufacturer narrative:
Investigation by philips engineering found that three subject camera system failed with similar modes and effects. The failure mode is the cracked lower arm casting at the upper "ear" section. This failure results in downward displacement of the arm and detector due to gravity. The exact cause of failure of this specific camera system was not determined because the arm was not made available for analysis during this period of time. No speculation is provided for cause of this failure. Add'l failure analyses were conducted on two of the previously returned subject camera's arm with causes of lower arm cracks attributed to one or more of the following: material properties not meeting spec. Misalignment of the two (2) linear bearing rails and the inability of the fully compressed belleville washers to displace enough load to limit ear section bending. Operator misuse resulting in arm collision with a static object such as the pt table resulting in overloading of the lower arm casting. The amount of preload applied by the belleville washers can cause bending stresses in the ear sections. The amount of preload varies with part tolerances and bearing rail misalignment. All potentially affected skylight and precedence systems will be inspected and corrected via c&r # 2916556-12/28/10-002-c. (B)(4).